Manufacturer narrative:
(B)(4) the product has been returned to zimmer biomet for further investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the scrub tech noticed black residue inside the stem packaging. The stem was never opened or removed from the package ¿ only the outer box was opened. A new stem was available to complete the case successfully. No patient harm or impact. No additional information available for the reported event.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Visual evaluation confirmed there is debris inside the sterile packaging which is visually consistent with the appearance of porous coating. Visual evaluation found the root cause of the reported event to be attributed to transit damage. As no patient or user harm was reported or occurred, the severity level of the reported event is assigned a severity 1 as defined in gbl03000. A device history review is not required for not reportable, severity 1 events as outlined in gblw04003. Complaints are monitored through monthly complaint trending to identify possible adverse trends. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.